Manufacturer narrative:
Pending investigation. D10: (B)(6), 320-06-38 - glenosphere 38mm; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
As reported, the patient underwent a second revision surgery to remove the humeral liner; reason not reported. No other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.